Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
Lcs knee replacement. For the last 6 months, patient feels he is going downhill with skin rashes and stiffness of knee. No signs of infection on aspirate or bloods. The dermatologists feel this is an allergy which appears to respond quite well to antihistamines and topical steroid cream. He has had allergy testing with a very positive reaction to zinc chloride, manganese chloride, and titanium oxalate. Patient is not allergic to nickel, cobalt chloride or molybdenum.